Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 21c115av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that the young patient underwent mechanical thrombectomy of a middle cerebral artery (m1 to m2) occlusion and experienced vasospasm and subarachnoid hemorrhage (sah) during the procedure. A direct aspiration first pass (adapt) technique was used for the first two passes with a react 71 aspiration catheter (medtronic). The two subsequent passes were made with a combined system of the react 71 aspiration catheter an a 4mm x 40mm solitaire x stent retriever (medtronic). However, the target thrombus was not able to be removed. Next, a 5mm x 33mm embotrap ii revascularization device (et009533/21c115av) was used. When the physician was retracting the embotrap ii, vasospasm occurred. However, thrombus was able to be removed. The target thrombus that was removed was noted to be ¿very hard¿. Tici score of 2b was obtained, but a sah was noted. The treating physician made a comment on post-operative day 5 that the bleeding had not spread, and the patient was fully recovering. The event was not considered serious. The physician further stated that ¿if the stent was used in other companies, it would not cause bleeding because it would not be able to entangle the thrombus and would be scraped through¿. ¿since it needs to be deployed slightly more distally than the recommended deployment position of embotrap ii and reopened absolutely as described above, the physician pushed and fluffed the complaint et ii.¿ the blood vessels were long and ¿quite¿ tortuous. The patient¿s blood vessels had to be recanalized for various reasons; the patient had heart problems which prevented the use of anticoagulant (s). Additional information received indicated that neither medical intervention nor prolonged hospitalization was required for the sah. The vasospasm was reportedly transient. It was reported that the patient was admitted to the hospital for repeat mechanical thrombectomy on (B)(6) 2021 ¿as the thrombus flew from the heart again¿.

Manufacturer narrative:
Product complaint # (B)(4). The additional information received on 28-nov-2021 indicates that there was no intervention performed for the vasospasm. Therefore, the vasospasm event does not reach the severity level for the classification of serious injury and will therefore no longer be considered MDR reportable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional information received on 28-nov-2021 indicated that no medical/surgical intervention was performed for the vasospasm and sah. The treating physician suspects that the ¿procedure using [embotrap ii]¿ is what caused or contributed to the events. No further information could be obtained. Anonymized procedural imaging is not available for review. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: it was reported by a healthcare professional that the young patient underwent mechanical thrombectomy of a middle cerebral artery (m1 to m2) occlusion and experienced vasospasm and subarachnoid hemorrhage (sah) during the procedure. A direct aspiration first pass (adapt) technique was used for the first two passes with a react 71 aspiration catheter (medtronic). The two subsequent passes were made with a combined system of the react 71 aspiration catheter an a 4mm x 40mm solitaire x stent retriever (medtronic). However, the target thrombus was not able to be removed. Next, a 5mm x 33mm embotrap ii revascularization device (et009533/21c115av) was used. When the physician was retracting the embotrap ii, vasospasm occurred. However, thrombus was able to be removed. The target thrombus that was removed was noted to be ¿very hard¿. Tici score of 2b was obtained, but a sah was noted. The treating physician made a comment on post-operative day 5 that the bleeding had not spread, and the patient was fully recovering. The event was not considered serious. The physician further stated that ¿if the stent was used in other companies, it would not cause bleeding because it would not be able to entangle the thrombus and would be scraped through¿. ¿since it needs to be deployed slightly more distally than the recommended deployment position of embotrap ii and reopened absolutely as described above, the physician pushed and fluffed the complaint et ii.¿ the blood vessels were long and ¿quite¿ tortuous. The patient¿s blood vessels had to be recanalized for various reasons; the patient had heart problems which prevented the use of anticoagulant (s). Additional information received indicated that neither medical intervention nor prolonged hospitalization was required for the sah. The vasospasm was reportedly transient. It was reported that the patient was admitted to the hospital for repeat mechanical thrombectomy on (B)(6) 2021 ¿as the thrombus flew from the heart again¿. The hospitalization required for repeat thrombectomy will neither be coded nor reported as this event appears to be related to the patient¿s underlying disease state. Additional information received on 28-nov-2021 indicated that no medical/surgical intervention was performed for the vasospasm and sah. The treating physician suspects that the ¿procedure using [embotrap ii]¿ is what caused or contributed to the events. No further information could be obtained. Anonymized procedural imaging is not available for review. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 21c115av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Vasospasm and hemorrhage secondary to vascular injury is a well-known potential complication associated with the use of the embotrap ii in mechanical thrombectomy procedures. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known possible complication with any invasive procedure during which devices are introduced into vessels. With the amount of information available and without procedural films, it is not possible to determine the root cause of the spasm and sah. However, there are vessel characteristics (i.e., tortuosity), clot burden/characteristics, device selection, operator technique, and mechanical manipulation of devices within the artery that may have contributed to the events. There is no indication that the device malfunctioned or that it is related to the device design or manufacturing process. The sah secondary to vascular injury is considered a serious injury and the relationship of the embotrap to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 21c115av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that the young patient underwent mechanical thrombectomy of a middle cerebral artery (m1 to m2) occlusion and experienced vasospasm and subarachnoid hemorrhage (sah) during the procedure. A direct aspiration first pass (adapt) technique was used for the first two passes with a react 71 aspiration catheter (medtronic). The two subsequent passes were made with a combined system of the react 71 aspiration catheter an a 4mm x 40mm solitaire x stent retriever (medtronic). However, the target thrombus was not able to be removed. Next, a 5mm x 33mm embotrap ii revascularization device (et009533/21c115av) was used. When the physician was retracting the embotrap ii, vasospasm occurred. However, thrombus was able to be removed. The target thrombus that was removed was noted to be ¿very hard¿. Tici score of 2b was obtained, but a sah was noted. The treating physician made a comment on post-operative day 5 that the bleeding had not spread, and the patient was fully recovering. The event was not considered serious. The physician further stated that ¿if the stent was used in other companies, it would not cause bleeding because it would not be able to entangle the thrombus and would be scraped through¿. ¿since it needs to be deployed slightly more distally than the recommended deployment position of embotrap ii and reopened absolutely as described above, the physician pushed and fluffed the complaint et ii.¿ the blood vessels were long and ¿quite¿ tortuous. The patient¿s blood vessels had to be recanalized for various reasons; the patient had heart problems which prevented the use of anticoagulant (s). Additional information received indicated that neither medical intervention nor prolonged hospitalization was required for the sah. The vasospasm was reportedly transient. It was reported that the patient was admitted to the hospital for repeat mechanical thrombectomy on (B)(6) 2021 ¿as the thrombus flew from the heart again¿.